Manufacturer narrative:
Failure investigation (fi) lab received the main pcb for evaluation. Visual inspection of the returned main pcb revealed evidence of a broken solder pin connections on the cn2 pins 1 and 3. Fi technician installed the main pcb into the fi test ventilator and performed a remote alarm test. The remote alarm failed to alarm remotely during an alarmed for condition. Fi technician re-soldered the broken pins 1 and 3; re-tested and passed the alarm test. Broken solder connections at cn2 pins 1 and 3 caused the remote alarm port not to function properly. Root cause for the reported issue is due broken connections at cn2 pins 1 and 3.

Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
The customer reported that during therapy, the remote port was not sending a signal to the remote alarm. The customer changed out the ventilator. The customer has verified that the issue is not the cable and is requesting onsite service. The customer reported there was patient involvement, but there was no patient harm.